Manufacturer narrative:
Reporter¿s phone number: (B)(6). There was no contact name provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper transport. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during engineering evaluation, it was observed that the control unit was not functioning on the power drive device. This event was not related to surgery. There was no patient involvement. There were no reports injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.